Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. Cts assisted caller in attempting to load a new cartridge, but the alarm recurred, preventing successful resumption of insulin therapy. Cts decided to replace the pump, but as the pump was out of warranty, the patient would need to follow up to proceed with obtaining a new pump or an out-of-warranty loaner. Cts closed the case.